Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, it passed all testing except for the navigation integration test that was showing angles of .8-.9 degrees on the right side screws of plan. After cleaning camera lens and reshooting snapshot, all angles passed successfully. For the complaint, it was stated that all screw placements were accurate but that only the navigation display looked inaccurate. This was consistent with system servicing findings before cleaning the camera. Since checkout, cases had been performed and all navigation and placements looked accurate. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a t10 to pelvis case, the surgeon reported the screws "were not matching navigation". The alleged inaccuracy was roughly 3 millimeters (mm) "low". The site performed multiple snapshots and reported navigation "looked better" after each snapshot. A total of 10 were acquired. It was reported all screws were physically accurate. Additionally, it was reported everything was tightened down and the frame was not hit. The workflow was reported as follows: firstly, the case was performed by residents, one on each side of the patient. They worked left t10 down followed by right t10 down. The left side was completed with no reported issues and the right side was noted to have the issue described above. 2 schanz pins were utilized during case as well as bilateral retraction. There was no impact to patient's outcome and surgical delay was reported as 10-minutes.